Event description:
During a case around 5 pm on (B)(6) 2020 the versajet ii console presented an f1 error and was not able to be used for debridement of the patient. It is unknown if there was a delay in the case and how was the treatment completed. No backup device was available.